Event description:
It was reported that the customer experienced high blood glucose levels. The customer reported that bg's were never lower than 200 mg/dl. The customer changed infusion site and blood glucose levels are doing better.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.